Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the user paired the surveillance marker to the drb before performing automatic registration with e3d, this is proper technique using the system as it is recommended that the surveillance marker is activated before the acquisition of any scans or images because the software will appropriately alert the user if the drb was bumped at any point during patient registration. The user then proceeded to the navigate page, but selected the "life-saver" button because the location of the drb was interfering with reachability and the pathway of the arm when moving on trajectory so the user opted to reregister the patient using e3d to remedy this clearance issue. Before the user performed the second automatic registration using e3d, the user unpaired surveillance. This is not proper technique using the system as it is recommended that the surveillance marker is activated before the acquisition of any scans or images because the software will appropriately alert the user if the drb was bumped at any point during patient registration. Once the registration was transferred the user repaired surveillance and then reintroduced the retractors to the surgical field in order to gain exposure to the levels of interest. Review of the case logs did not indicate any gross movements of the drb or surveillance marker that may have impacted navigational integrity; however supplemental information provided allowed us to visualize the placement of the drb and retractors in the surgical field. The surveillance being disabled did not permit the software to detect and then alerted the user of the possible shift of the drb during navigation. The drb shift was concluded to be due to skin tension and force from the retractors on the spinous process clamp since having screws misplaced in the same direction is symptomatic of a drb shift. The user proceeded with navigation without ever repairing the surveillance marker. No adverse effects to the patient were reported. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.